Event description:
The physician tried to stent the lad. When he crossed the lesion with the cypher select plus 3.5x33, the balloon didn't inflate. The physician found that there was a leakage from the hub of the stent because it was fractured. The lad was de novo, mildly calcified, a type b classification. Pre-procedure the lesion was 85% stenosed. Lesion length was 28mm.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.